Event description:
It was reported that patient came to ER due to his device vibrating. The device was interrogated and an alert appeared for rv pli greater than 2000 ohms. This cannot be reproduced with pocket manipulation and isometrics. Lead will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.